Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted an irregular balloon burst along the inflation lumen. No pieces of the sac were missing. During the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 3/32¿. Inflation lumen coverage: 15 thou. Balloon thickness: 32 thou. Burst initiated from bottom collar of sac: 2cm. Per the tactile evaluation, the balloon thickness measured 18 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not expose to ointments, contrast medium or oil-based lubricants. They may damage the device and may burst balloon." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device fell out of the patient. It was later reported that the catheter was found outside of the patients body, with a deflated balloon, 1 day after insertion. There were allegedly no missing pieces. The complainant stated that the patient was bed-ridden, and has a bladder tumor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device fell out of the patient. It was later reported that the catheter was found outside of the patients body, with a deflated balloon, 1 day after insertion. There were allegedly no missing pieces. The complainant stated that the patient was bed-ridden, and has a bladder tumor.